Event description:
The probechek alk negative control slides (list no. 06n38-005) are intended for use as an assay control for appropriate hybridization conditions during routine use of the vysis alk break apart fish probe kit (list no. 06n38). The probechek alk negative control slides should be assayed in conjunction with the user's specimen slides according to the package insert for the vysis alk break fish probe kit (list no. 06n38). A customer from (B)(6) reported that a probechek alk negative control slide was broken upon receipt. There was no report of injury. The probecheck alk negative control slide package insert indicates these slides contain human sourced and/or potentially infectious components. If the issue of customers receiving broken probecheck alk negative control slides were to recur, it is possible customers could cut themselves with a potentially infectious slide. Therefore, recurrence of this issue could potentially cause or contribute to serious injury or death.

Manufacturer narrative:
The following warnings and precautions are listed in the probechek alk negative control slides package insert (30-608496/r3): caution: this preparation contains human sourced and/or potentially infectious components. No known test method can offer complete assurance that products derived from human sources or inactivated microorganisms will not transmit infection. These reagents and human specimens should be handled as if infectious using safe laboratory procedures, such as those outlined in biosafety in microbiological and biomedical laboratories, osha standards on bloodborne pathogens, clsi document m29-a3, and other appropriate biosafety practices. Therefore all human sourced material should be considered infectious. These precautions include, but are not limited to the following: wear gloves when handling specimens or reagents. Do not pipette by mouth. Do not eat, drink, smoke, apply cosmetics, or handle contact lenses in areas where these materials are handled. Clean and disinfect spills of specimens by including the use of a tuberculocidal disinfectant such as 1. 0% sodium hypochlorite or other suitable disinfectant. Decontaminate and dispose of all potentially infectious materials in accordance with local, state, and federal regulations. Complaint investigation in process.